Event description:
The needle separated from the stylet during activation. There were no difficulties noted during insertion and no harm to the pt.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.